Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device restarting without user input, which was observed. The cause was determined to be 2 negative depressed battery pins that were unable to rebound as designed. The rear case was replaced.

Event description:
It was reported that a spectrum pump restarted on its own. It was also reported there was no patient involvement.